Manufacturer narrative:
Date of event is estimated. A patient experienced discomfort at the ipg site was reported to abbott. As a result, the patient's ipg pocket site was repositioned and replaced for end of life. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg had reached its end of service and the patient experienced discomfort at the ipg site. Surgical intervention took place wherein the ipg was explanted, replaced and repositioned to address the issue.